Event description:
The user facility reported that during preparation for use, the 4k camera head did not display an image. The procedure was completed using a similar device. The delay was less than fifteen minutes. There was no report of patient harm or injury due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the reported image issue and found it was due to a damaged cable. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the image failure. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.